Event description:
It was reported that a spectrum iq pump had failed flow rate test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was unable to be reproduced, test resulted within +/-5% error range which is within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.